Event description:
In an article titled "changes of blood gas and hemodynamic parameters in pts undergoing vertebral balloon kyphoplasty", the following was reported: six pts (5.1%) had a drop in blood pressure during cement injection. The drop in blood pressure was transient and moderate in 4 and was not associated with the number of vb treated. Two pts had a more severe drop and the procedure was aborted after completing 1 level in one pt and 2 levels in the other. One pt treated for 5 levels developed fever and tachypnoea for 24 hours after surgery. Arterial o2 and chest x-rays were normal. No additional info was reported.

Manufacturer narrative:
Report source: article titled "changes of blood gas and hemodynamic parameters in pts undergoing vertebral balloon kyphoplasty" by michail tzermiadianos, md, paulos katonis, xenia souvatzis, md, alexander g. Hadjipavlou. Method: device not returned; follow-up with author not possible as no contact info provided. Reference MFR report #: 2953769-2010-00545.